Event description:
It was reported that during pre-cardiopulmonary bypass of the device for the cardiopulmonary bypass (cpb) procedure the heater cooler unit was over-tempting. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on: (B)(6) 2014: according to the perfusionist (ccp), this incident occurred pre-cardiopulmonary bypass not during cardiopulmonary bypass as initially reported. Set-up and priming of the cpb circuit, including water line connections to the oxygenator and cardioplegia circuit were without issue. When the system-1 and cpb circuit were moved up to the o/r table in preparation for cpb, the heater cooler unit alarmed and an "e03" fault code occurred. This placed one channel into stand-by. The ccp had time, and as a precaution, she changed out the unit and used a back-up heater-cooler unit. The user facility's biomedical engineer (biomed) inspected and checked the unit and could not find any functional issues. The ccp used the unit the next day, and she again experienced an over-temp and "e03" error code. She inspected the water tubing lines and noticed a kink in the one set of lines. She removed the kink and had no further over-temp issues. When the ccp checked the hx2 operator manual, one corrective action for an "e03" fault code is to check the water lines for proper flow (no kinks). The ccp stated that she is of the opinion that thais was a use error and not a functional issue with unit. The case was completely successfully without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
This complain is related to MDR #1828100-2014-00688. The reported complaint was confirmed. The user facility's biomedical engineer (biomed) thoroughly cleaned the heater cooler unit. The biomed checked the connectors, especially the heating element. He pushed in the heater breakers (he couldn't tell if they were tripped) and made sure all connections were tight. The biomed reassembled the unit and ran it for four hours and no issues were observed. The biomed took the unit back to the o/r and had the ccp run the unit for an additional four hours, with no issues observed. The heater cooler unit was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.